Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a lack of output voltage supply. This was caused by a defective solder point at the bridge rectifier. The reported event of no power was confirmed. The most likely root cause can be attributed to a cold solder joint on the printed circuit board (pcb). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safety: either two batteries or one battery and an ac adapter or dc adapter. Proper connection is verified when the ac/dc indicator on the controller turns green and the corresponding battery indicator turns off. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the ac adapter had no green light on power supply.  The adapter was exchanged without consequence to the patient.  No further information was provided.